Manufacturer narrative:
The customer determined the most likely cause of the issue is the power supply board. After replacing the component the issue was resolved. An RMA was issue for the component for further evaluation.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The power board was replaced and the customer confirmed that the issue was resolved.

Event description:
The customer reported that while the unit is running "shut down " button is activating on the screen. Power button switch test done but it still persist after the power board swap. The unit was suspected for on/off switch issue. The customer reported that there is no patient involved when this event occured.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the power pcba and performed a failure investigation. A visual inspection of power pcba did not show signs of physical damage to the pcba. This pcba was then installed into a known good top level unit and powered on via the power button and had no issues in response. The unit was then left to cycle for 1 hour and at no point did the power off cycle message appear on screen. The power button was then pressed multiple times and each time the response was appropriate. The user input test was then performed and verified via the unit the proper response each time the button was pressed.